Event description:
Event description cpi received information that two myocardial leads were capped due to noise, causing shocks. During a routine replacement procedure of an implantable cardioverter defibrillator (ICD) the physician elected to cap the leads and implant a new bipolar lead.